Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('my pain is in the right') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion ("device expulsion"). The patient was treated with surgery (tube removal). Essure was removed in 2014. At the time of the report, the pelvic pain and device expulsion outcome was unknown. The reporter considered device expulsion and pelvic pain to be related to essure. Concerning the injuries reported in this case the following one were described in patient's social media:pelvic pain, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received : reporter added. Event "device expulsion" added. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.